Manufacturer narrative:
Of the 195 allegations of a malfunction, 116 pumps were returned to animas and investigated. Of the investigated pumps, 23 were found to be malfunctioning due to contamination on the buttons.

Event description:
This report summarizes <noe> 195</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-78 years of age and between 18 and 292 pounds. Of the reported patients, 64 were male, 117 were female, and one were unknown.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 13 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program